Manufacturer narrative:
(B)(4). Results of investigation: carefusion was able to verify the reported issue. Visual inspection revealed pin# 5 located at jp4 of the power flex was burnt. Carefusion replaced the power flex to address the reported issue. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Event description:
It was reported to carefusion that the power port was damaged or burnt like it had a short circuit issue. It is unknown at this time whether there was any patient involvement associated with this complaint.